Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the reservoirs have had air bubbles more frequently. The blood glucose reading was 520 mg/dl. The customer treated with manual injection because she had too many air bubbles in the reservoir. The most recent blood glucose reading at the time of this report was 240 mg/dl. The insulin pump was not rewound with the reservoir in place and the insulin was stored at room temperature. The customer was assisted in a set change and the air bubbles did not persist afterward. The customer was advised to monitor the issue and call back if the problem persisted.